Event description:
Additional information was received that the patient's phone was replaced and the app was able to be successfully re-paired to the device to resolve the event.

Event description:
During a remote follow-up, the app became unpaired and was unable to be paired again to the device. No intervention has been performed at this time regarding pairing, but a new smartphone was provided to the patient. The patient was stable and will continue to be monitored.